Manufacturer narrative:
(B)(4). The device (catalog#) not sold in the us. Similar product sold in the us.

Event description:
It is reported that the swg (spring wire guide) unraveled during insertion. A new kit was obtained.

Event description:
It is reported that the swg (spring wire guide) unraveled during insertion. A new kit was obtained.

Manufacturer narrative:
(B)(4). The customer returned a 2 lumen cvc catheter and a separated spring-wire guide (swg) for evaluation. A piece of the swg coil wire was still inside of the distal extension line of the catheter. The catheter appeared used; however, no defects or anomalies were observed. Visual examination of the swg revealed the guide wire was returned in 2 pieces and separated near the proximal end. One piece only contained unraveled and separated coil wire from the swg proximal end. The other piece was the distal end of the swg, which contained the distal j-bend and core wire with coil wire wrapped around it. The distal j-bend was undamaged, and the guide wire body also had bends, offset coils, and stretched coils. Microscopic examination of the guide confirmed the core wire was broken on the proximal end. The proximal weld was not present at the end of the separated coil wire. The proximal core wire protruding was rounded with a flat base. The distal weld was full, intact, and spherical. The outer diameter of the distal end of the swg measured 0.807 mm, which is within specification. The spring-wire guide core wire length measured 505 mm, which is not within the range of 596 to 604 mm specified by the product drawing. This indicates that at least 91 mm of the catheter core wire was not returned. A swg with an od of 0.826 mm from lab inventory passed through the returned catheter from the hub to the tip without restriction. This indicates that a swg with an od of 0.807 mm would be able to pass through the catheter as well. A manual tug test confirmed the distal weld is intact. A device history record review was performed and no issues were identified. The instructions-for-use (IFU) that is packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the guidewire as excessive force can cause component damage or breakage. The IFU states that if resistance is felt while removing the guidewire from the catheter, the catheter should be withdrawn 2-3 cm relative the guidewire and another attempt made at removing it. If resistance is felt again the guidewire and catheter should be removed simultaneously. The report that the guide wire was damaged was confirmed through examination of the returned sample. Visual examination of the swg revealed the guide wire was returned in 2 pieces and separated near the proximal end. However, the proximal weld and at least 91 mm of the proximal end of the swg core wire were not returned. The swg was able to meet outer diameter requirements and functional testing confirmed that a swg with an od of 0.826 mm from lab inventory could pass through the returned catheter from the hub to the tip without restriction. This indicates the returned swg should have been able to pass through the catheter as well. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the proximal end of the swg being returned.